Event description:
Meter was displaying clean test area when turned on. The medical affairs specialist contacted the pt to verify the info. The pt denied symptoms of or treatment for high or low blood glucose. The customer care rep performed troubleshooting, verified the issue and the meter was replaced. During this troubleshooting the pt stated about 1 year ago, spouse had used the meter did not feel well, obtained a blood glucose reading (to best recollection) of 500+ mg/dl and contacted a medical professional for advice. The clinic made an appointment the next day and the reading was in the 200+mg/dl range (best recollection) the pt was not treated, however was prescribed glucophage. There is no indication this event was a product malfunction or an adverse event. The spouse appears to have had high blood glucose and was treated with a prescription for high blood glucose. Based on the "clean test area" message however the event is reported as a product malfunction.